Event description:
Reporter alleged customer was found unresponsive and blood glucose monitoring device read 107 mg/dl after being given candy. It was reported paramedics were called and their device measured 52 mg/dl so customer was treated with hawaiian punch and bread with peanut butter. Reporter stated after treatment, paramedics tested 76 mg/dl on their meter however customer's device read 136 mg/dl within one minute. A request was made for the return of the suspect device and replacement product was sent.